Manufacturer narrative:
Investigation summary: customer returned (1) open 32g x 4mm bd pen needle without a tear drop label or inner shield attached. The customer reported that the non-patient end (npe) needle was not there. The sample was examined, and it was observed that the npe cannula was broken. No evidence of manufacturing defect was observed. The broken npe cannula would prevent proper flow through the pen needle. Since the sample was returned after use, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformities were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula broken).

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the needle could not deliver medication. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: consumer reported when completed the flow check the insulin would not flow thru it. Tried to use this same needle for injection. Again insulin would not press thru it. Asked the caller to review the non patient end needle on this sample and caller noted the non patient end needle was not there.